Event description:
It was reported that during an esophagectomy procedure, jaw breakage. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.

Manufacturer narrative:
Date sent: 06/23/2006